Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the ventricular lead exhibited loss of capture, loss of sensing and the impedances could not be measured. The lead was not used and a new lead was implanted.